Event description:
A 3 cc luer lock syringe with 25 gauge 1 inch needle cracked when the medical assistant began pushing the plunger to inject a subcutaneous medication. The medication sprayed onto the patient's upper body and on the medical assistant.